Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: no failure detected and product within specification. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of the product. (B)(4): evidence that product in specification when used.

Event description:
Allegedly removed during the revision of another component. Moderately active.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00074, 00076.